Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the septum. In addition, it was reported that the customer entered the wrong fill cannula amount. Customer's blood glucose level was 177 mg/dl. Reportedly, the customer was able to successfully load a new cartridge and adjust the fill canula amount.